Event description:
A us dist returned electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon eval, the j702 connector on the pca inside of the distribution node (dn) was damaged. The cause of the inability to communicate is the damaged connector. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the damaged electrode belt.